Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq1369 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC line was removed from the patient for placement of a powerport the nurse noticed that the catheter was broken 15cm from the hub. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and will be considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended 40.8cm from the distal end of the molded wing. The device exhibited evidence of use. What appears to be adhesive residue from a dressing was noted on the extension leg and the molding win. A semi-circumferential split was observed in the catheter 24.1 cm from the distal tip of the catheter. The split was located between the 15 and 16 cm depth marks. A microscopic examination of the split revealed a rough and granular edge. A symmetrical wear pattern was centered across the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample.

Event description:
It was reported that when the PICC line was removed from the patient for placement of a powerport the nurse noticed that the catheter was broken 15cm from the hub. No patient harm was reported.